Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg clopidogrel. A lotus introducer sheath (lot# 0000012694) was placed and the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve involving successful repositioning of the valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day as the index procedure, post procedure, the patient developed complete heart block. One day post index procedure, a dual chamber permanent pacemaker (non-bsc) was implanted successfully. The event was considered recovered the same day. The patient was discharged on aspirin and clopidogrel the following day.